Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and was initially reported as ¿an infection in the tubing¿; later clarified to be peritonitis. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefepime (intraperitoneally [ip], dose and frequency not reported, unknown duration) and gentamicin (ip, dose and frequency not reported, unknown duration). Twenty seven days after peritonitis onset, the patient had their last pd therapy exchange. On the same day, dianeal therapy was discontinued due to the peritonitis event. One day later, the patent¿s pd catheter was removed and the patient was started on hemodialysis. At the time of this report the patient was still in the hospital, was still being treated and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.